Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-010173. It was reported the patient desired to increase stimulation coverage to her painful area. As such, the patient underwent surgical intervention (B)(6) 2018 wherein two additional drg leads were implanted for new/additional coverage.